Event description:
It was reported that the system was having intermittent generator and table communication errors which required a system reboot in order to recover. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A 5kv transformer was provided to the customer who performed the installation. A ge service representative performed an onsite investigation and restrapped the workstation and table transformers in order to match the new 240v input. The system was tested and found to be working as intended and returned to service.